Manufacturer narrative:
This report is submitted on august 16, 2022.

Event description:
Per the clinic, the patient experienced a skin flap edema in may 2022 (specific date not reported) and subsequently was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. The receiver/stimulator extruded and the device was explanted on (B)(6) 2022. Reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the patient also experienced an infection at implant site. Device analysis report attached. This report is submitted on march 20, 2024.